Event description:
During an unspecified procedure, an uterine injector was utilized. The device broke with the broken piece remaining in the pt for approx two weeks after the procedure.

Manufacturer narrative:
A letter was received from the initial reporter indicating a pt had received injuries following the use of the uterine injector. The injector is alleged to have broken in 2007. The physician removed the broken piece seventeen days later. A review of our complaint database did not indicate this event being previously reported. The directions for use instructs the physician to ensure the cervical stop is securely in place prior to use. The directs for use also states the device upon removal be carefully inspected to be sure it is intact.